Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l55917, implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (15 mg/ml at 5.25 mg/day) via an implanted infusion pump. It was reported the hcp was unable to do a catheter aspiration in november. The caller added saline and was going to do a bridge bolus and wait for the saline to fill the catheter. Then they would do a dye study and push the saline. Tech service helped caller program the bridge so they can safely prime the catheter with dye. The issue was not resolved through troubleshooting. Patient will come back after the bridge bolus completes to do a dye study.